Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon inserted the trocar in the same way as usual. After removal of inner sleeve, by use of laparoscope he confirmed the tip black part was broken off. Reported anything such as forceps and others touched it. After inserting the trocar into the pt a doctor observed that the tip part of outer sleeve was broken. Operating time not extended. New one was opened to complete the case with no problem. Tissue damage: no. Nothing fell into the cavity. No bleeding. No adverse event caused by extension of operating room time was reported. The damage was observed at the tip part of trocar.